Event description:
This rn inserted a 10 french foley catheter after induction of anesthesia, inflating the balloon with the provided 5cc of sterile saline. At the conclusion of the case, this rn withdrew the 5cc of saline from the catheter balloon, and proceeded to remove catheter. Obstruction was met at the urethra at the level of the balloon. A ridge could be felt within the penis. Another attempt to withdraw additional saline was made with no more saline withdrawn. Lubricant was applied to the urethra and foley catheter and it was slowly twisted until removed from urethra. The urethra was intact with no bleeding. After removal, this rn re-inflated the catheter balloon with 5cc saline and observed the balloon to be uninflated on one side. Items were segregated and given to charge rn.